Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 4 atms on the second inflation. (The number of atms reached on the initial inflation was 9 atms). The pt was asymptomatic during this event. The lesion being treated was a calcified, 75% stenotic lesion in the proximal-mid lad coronary artery. The physician used a terumo introducer sheath for vascular access and a runthrough guidewire and a 6 fr mach1 fl4 guide catheter to cross the lesion. It is noted that resistance met with insertion and with removal of the balloon catheter. The maverick2 monorail balloon was removed and replaced with a bent 2.5/20 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.